Event description:
Spontaneous. Patient states freedom pump spring broke and now she is having trouble infusing manually due to tubing leaking. Patient will continue to infuse manually but needs a new pump. Unknown if pt missed a dose; no ade reported; pump is available for return; unknown lot. No further information known. Pump is used to infuse gamunex-c 10% at above dose and frequency. ICD code: other and unspecified symptoms and signs involving the genitourinary systems; solicited: untagged gamunex due pump malfunction and patient is upset all the issues they have had to deal with downloaded order for same day delivery for (B)(6) 2021; no further information. Per notes about malfunction "she is unable to load the syringe into the pump (won't draw back anymore) and she is unable to push manually due to arthritis." Unknown if device is still on hand in case return is requested unknown if doses were missed or if an adverse event was suffered. Reported to (B)(6) by: patient/caregiver.